Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) contamination was observed within two (2) unspecified bags after compounding using an automated compounding device (acd). The pm was further described as yellow spongy particulate matter which dissolved or dissipated in a few minutes. This was observed upon delivery after the bags were compounded prior to patient use. There was no patient involvement. No additional information is available.